Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04601, 2015691-2024-04603, 2015691-2024-04604, 2015691-2024-04605, 2015691-2024-04606, 2015691-2024-04607, 2015691-2024-04608, 2015691-2024-04609, 2015691-2024-04610, 2015691-2024-04611, 2015691-2024-04612, 2015691-2024-04613.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Reference article baudo, massimo, et al. "Improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity-matched analysis." The american journal of cardiology 221 (2024): 9-18. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with the edwards sapien transcatheter heart valves mentioned in the article are: p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from january 2018 to december 2022. For this reason, the first day of the reported study period (01-january-2018) was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including preoperative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest, the article did not provide details of the events, therefore, the cause of the events could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, per article "improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity matched analysis". A total of 1,170 tavi procedures were performed in our center between 2018 and 2022. The following events were regarding either the sapien 3 valve or the sapien 3 ultra valve: 2024-13131-03-table 4 shows 8 cases of post operative permanent pacemaker table 5 shows 8 cases of new permanent pacemaker during the follow up